Event description:
It was reported that the external pulse generator (epg) does not power on. It was noted that cases have been replaced on the epg and corrosion was indicated. The epg was returned for repair. There was no patient involvement indicated or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery flex was corroded, and the battery contacts were compressed and contaminated. It was also noted that the display lens was missing, the battery release, release o-ring and release spring were contaminated, one side bail cover and one side bail were missing, the ring cover was broken and contaminated, the lead flex cover was corroded, one case screw was missing, the battery drawer was broken and contaminated, the encoder flex was torn, one output connector was broken, the display was corroded, the upper case was out of specification, the display screw was over-tightened, the serial number label was not installed by the customer properly, and one board connector was open on the display.

Event description:
It was reported that the external pulse generator (epg) does not power on. It was noted that cases have been replaced on the epg and corrosion was indicated. The epg was returned for repair. There was no patient involvement indicated or complications reported as a result of this event.